Event description:
A letter from a legal entity reported that on (B)(6) 2010, the patient purchased lenses and during the use of contact lenses, the patient felt a strong burning sensation and redness in the right eye. The patient went to a specialist in ophthalmology, which diagnosed the patient with a corneal ulcer. Attempts to contact the ophthalmology specialist were made with no reply to date. No lenses were returned and no lot number information was provided.

Manufacturer narrative:
No lenses and no lot information was provided. This is being filed as unconfirmed corneal ulcer.